Manufacturer narrative:
Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B) (4)

Event description:
It was reported that during an inferior vena cava filter insertion procedure, the patient expired. The patient was hospitalized following a trauma which resulted in a subdural hematoma and hip fracture. The patient was in a supine position and continuous monitoring was being utilized. An unknown 8 french sheath was placed in the right internal jugular vein through a posterior approach. A j-wire was then advanced into the inferior vena cava under fluoroscopic guidance. The 8 french sheath was replaced with a greenfield filter sheath. The dilator was removed. The greenfield filter failed to deploy appropriately and migrated into the right atrium. A snare was advanced through the filter sheath and the physician was able to hold onto the filter with a snare. While the greenfield filter was being held at the apex, the sheath was guided over the filter disengaging the hooks. The filter was completely removed. The snare was pulled back into the sheath. The j-wire was advanced into the inferior vena cava. A contrast study of the superior vena cava was performed, and there was no extravasation noted. The sheath was then replaced with a non-bsc sheath which was advanced into the inferior vena cava. Venography was performed. The guidewire and dilator were removed. The non-bsc filter was positioned below the renal veins and deployed. A j-wire was advanced and the sheath was replaced with an 8 french sheath. There was blood loss through the greenfield filter sheath. A drop in the patient's blood pressure was noted. Packed red blood cells were administered. Pulseless electrical activity (pea) without ectopy occurred and code procedures were initiated, however, the patient expired.